Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: an opened box and five unopened samples of product were returned for analysis. The issued sample was not received for evaluation. During the visual inspection of five unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected; also, the tip and body of the needles were examined and no defects or needle breakage were observed. The sutures were dispensed without problems and examined along the strand with no defect or damage observed. Also, the samples were tested by resistance test to needle and the needles met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no needle breakage was found on the samples.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2018, and a suture was used. During surgery, the needle broke at the half way point of the swage on the right arm of patient, epidermis tissue, unknown loop. This occurred while suturing, not tying the knot. A suture from a different lot was used to complete the procedure. There were no adverse patient consequences reported.